Event description:
The customer reported receiving a technical error 41. No adverse reactions were reported during the use of the device. Technical error # 41 (upstream pressure sensor out of range) triggers an alarm and stops the pump. The device was received. The evaluation of the device log confirmed the reported problem of error 41. The error could not be duplicated or reproduced. The device was found to meet specification.